Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Trannseptal puncture position was poor so the plus (+) knob was used with the steerable guide catheter (sgc). However, after multiple attempts to use the "+", when it exceeds 180 °, the knob will rebound and need to be manually fixed. A xtw clip was chosen for implantation. When entering the left ventricle and preparing to clamp the valve leaflets, it was found that the gripper of the posterior leaflet was entangled with the chordae tendineae. After multiple attempts to invert and shake up and down, the gripper of the posterior leaflet could not be retracted and the entanglement was not released. Chordal rupture was observed, increasing mr. It was decided to deploy the clip in place. After deployment, there was partial slippage of the posterior leaflet that did not fully enter the gripper. It was decided to end the procedure. Leaflet damage was also observed.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement associated with knob slippage and tip deflection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and based on the information provided and the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movements associated with knob slippage and tip deflection cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.